Manufacturer narrative:
Two 5.5 ti 4.35x35mm polyaxial cortical fix screws (product code: 1867-31-435, lot numbers: ardcc4, arcc67) were returned to the complaints handling unit (chu). Screw from lot ardcc4 was returned with the tulip head, saddle, and screw body completely separated from one another. There are signs of use in the form of small marks in the screw head and on the rim of the saddle, but there is little observable damage to the tulip head. The threads of the saddle and the driver feature of the screw head are intact. While faint, the lip around the hole at the bottom of the tulip head does feature two light groove markings on opposite sides at the end of the screw threads. The light markings featured on the saddle and the bottom of the tulip head may be indicative of the driver placing a great deal of force on the saddle and screw head during insertion. The faint marks on the underside of the tulip head are indicative of the screw head being forced through it as a result of these unexpectedly high forces. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A root cause cannot be determined from the samples and the information provided. A potential root cause may be an unexpectedly high amount of force placed on the screw head during the insertion and tightening of the polyaxial screw. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6), 2015, implant removal was performed. When the surgeon tried to remove the screw using the t20 driver (2797-02-050) connected to the handle (2797-02-140), the screw head got dislodged from the screw shank. Only the screw shank was removed with the inner cap attached, and the screw head was found in the body. The surgeon retrieved the screw head with the forceps and completed the case without any delay or harm to the patient.